Manufacturer narrative:
H3, h6): the manufacturing representative went to the site to test the imaging system and was able to recreate the pendant button failure. The pendant was removed and replaced, firmware was installed, and the pendant was tested. The system was found to be fully functional and was returned to the customer. H3,h6: the component was returned to the manufacturer for analysis. The analysis confirmed the reported complaint. Clinical services reported that the buttons were very hard to press and functioned intermittently. The pendant was installed in a test system, and both the system and pendant booted as expected. The pendant keys were functional; however, several keys were worn and required excessive pressure to operate. Visual inspection showed that the pendant laminate was starting to lift and bubble around the keys. The pendant was determined to be worn. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6), rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant buttons were unresponsive on the system. Clinical specialist reported the buttons were very hard to push and function intermittently. There was no patient involvement.